Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets leaked when attached to a non-baxter catheter. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further information the quantity of affected products was four (4). The leak was observed coming from the insertion site "where the lumen connects to the angiocath". The event occurred "immediately after connection when attempting to flush the angiocath with saline". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.